Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-05795. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was deep seated in the laa. A 27mm watchman ® laa closure device and delivery system (wds) was then advanced. The closure device was deployed and released; however, the patient experienced a perforation which may have been caused by the was moving forward upon retraction/removal of the pigtail catheter. This lead to a pericardial effusion (pe). There was no cardiac tamponade, but the patient was hypotensive and was subsequently ¿tapped¿ in the room. About 900 ml of fluid was extracted from the pericardial space initially and a cell saver was used to re-infuse the patient. The patient was taken to the operating room(or) where a stitch was placed to close off the perforation to the laa. The closure device remained implanted. No further patient complications were reported and the patients status is stable.